Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported a malfunction alarm occurred. No impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.